Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed and appears to be related to the use of the device. One 4 fr powerpicc solo catheter was returned for investigation. The catheter extended up to the 45 cm depth marker. A circumferential split was observed near the 5 cm depth marker. Two indents in the catheter material were observed near the 3 cm depth marker. The catheter was flushed with water using a 12 ml syringe and was observed to leak from the split location. Microscopic observation revealed material wrinkling surrounding the split edges. Material whitening was observed at the split corners and the split was in the process of propagating longitudinally forming a ¿c¿ shape. The catheter was cut at the proximal end and at the 4 cm depth marker prior to the split in order to measure outer diameter and wall thickness. The catheter dimensions were found to be within manufacturing specifications. The characteristics of the damage observed is consistent with material fatigue caused by repeated kinking of the catheter. The product instructions for use (IFU) states, "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort." A lot history review (lhr) of redv2133 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redv2133) have been reported from the same facility in sweden.

Event description:
It was reported the PICC was inserted and chemo and antibodytherapy was given every 3.d week. It was noted there was leakage under the dressing and when flushing the catheter there was leakage from the insertion site. PICC is withdrawn and when flushed outside the patient there was a hole at 5.7 cm. It was placed with securacath at 3 cm.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv2133 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redv2133) have been reported from the same facility in (B)(6).

Event description:
It was reported the PICC was inserted and chemo and antibody therapy was given every 3.d week. It was noted there was leakage under the dressing and when flushing the catheter there was leakage from the insertion site. PICC is withdrawn and when flushed outside the patient there was a hole at 5.7 cm. It was placed with securacath at 3 cm.